Event description:
It was reported that a detached or missing sensor wire occurred. The sensor was inserted into the arm on (B)(6) 2025. Data was received but not investigated as data will not confirm the issue. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a broken sensor wire occurred.

Manufacturer narrative:
(B)(4). B5 describe event or problem - correction, g3 date received by mfg - additional information, g6 type of report - updated/follow-up, h2 type of follow up - additional information/correction, h6 codes: medical device problem code - correction, h10 corrected data.